Event description:
It was reported that the user was unable to insert the swg into the needle and the catheter because of resistance during the test before use. Therefore, a new kit was used instead. Review of the returned device showed that the swg was kinked. This is a reportable malfunction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. The reported catheter was not returned. Definite signs of use were observed on the returned sample. Visual analysis revealed that the guide wire contained one kink on the distal j-bend and a slight bend towards the proximal end. Microscopic examination confirmed the damage and revealed that both proximal and distal welds were full and spherical. Visual analysis of the catheter could not be performed as it was not returned for analysis. The kinks in the guide wire measured 20mm and 593mm from the proximal tip. The overall length of the guide wire measured 603mm which is within the specification limits of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.804mm which is within the specification limits of 0.788-0.826mm per the guide wire product drawing. Dimensional inspection of the catheter could not be performed as it was not returned for analysis. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guide wire was threaded through a lab inventory 18ga introducer needle/arrow raulerson syringe (ars) subassembly as well as through a lab inventory catheter. The guide wire passed through all the components with little to no resistance. Functional inspection of the catheter could not be performed as it was not returned for analysis. A manual tug test confirmed that both welds were full and spherical. A device history record review was performed with no relevant findings. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a damaged kinked guide wire was confirmed through the complaint investigation of the returned sample. However, the report of resistance with the catheter could not be evaluated as the catheter was not returned. The guide wire contained multiple kinks/bends. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, and without the catheter returned , the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the user was unable to insert the swg into the needle and the catheter because of resistance during the test before use. Therefore, a new kit was used instead. Review of the returned device showed that the swg was kinked.